Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has no power indication. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device did not have power. There was no report of patient involvement. Available details indicate that the device had exhibited symptoms of a power supply issue. Details provided in an update from the source case indicate that the biomed at the customer site reseated the device's front panel cables and the device was successfully returned to service. No parts were replaced. The device was operational after troubleshooting was completed and remains at the customer's site. No further action is warranted at this time. H3 other text : customer's biomed resolved.